Manufacturer narrative:
Section b5: the recent controller exchange for power cable fatigue is addressed under MFR # 2916596-2021-04941. The (B)(6) 2021 controller exchange is addressed under MFR # 2916596-2021-05518. Manufacturer's investigation conclusion: incidental findings: several elevations in pump power and calculated flow were captured in the log files. Evaluation of the submitted log file confirmed slight power and flow elevations; however, a specific cause as well as a direct correlation of the reported events to the heartmate ii lvas could not conclusively be determined through this evaluation. A review of the submitted log files confirmed that the patient experienced persistent power cable disconnect alarms. Low battery advisory alarms were recorded on (B)(6) 2021, and (B)(6) 2021. Low battery hazard alarms were captured on (B)(6) 2021, and (B)(6)2021. No external power alarms were triggered on (B)(6) 2021 at 18:32:14 and on (B)(6) 2021 at 04:53:41 when both power leads were disconnected enabling the backup battery until power was restored to the mpu (reference MFR # 2916596-2021-06503). Throughout the log files, several elevations in pump power and calculated flow were captured. No other atypical alarms or events were captured in this log file and the pump operated above the low speed limit for the duration of the file. This file appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jan2016. The heartmate ii lvas IFU and the heartmate ii patient handbook document are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had log files sent in for multiple power disconnects and low voltage events. The system controller was recently changed for power cable fatigue. It was also reported the patient's cat had been chewing on cables, it was undetermined if it is was the power cable, driveline or both. Technical services found the low voltage hazard while using the mobile power unit (mpu) and was caused from both power leads being disconnected enabling the backup battery in the system controller until power was restored to the mpu. Additionally, technical services found that the mpu lost total power enabled the backup battery in the controller until power was restored to the mpu. There was nothing else unusual in the log file towards the peripheral equipment or the driveline, but recommended that the patient not allow their cat to chew the cables. On 23aug2021 it was reported that the controller was exchanged. Additionally, it was reported that the system controller was exchanged again on (B)(6) 2021 after red heart alarms occurred and there were apparent cat bites on the system controller¿s power cords. The alarms resolved with this controller exchange. Related manufacturer report numbers: MFR # 2916596-2021-04916, MFR # 2916596-2021-06503.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had log files sent in for multiple power disconnects and low voltage events. It was also reported the patient's cat had been chewing on cables, but it was undetermined if it is was the power cables, driveline, or both. Technical services analyzed the log files and found a low voltage hazard while using the mobile power unit (mpu) at 04:53 that was caused by both system controller power leads being disconnected. This enabled the backup battery in the system controller until power was restored to the mpu. The event was very brief and there was no interruption to the pump support. There was nothing else unusual in the log file towards the peripheral equipment or the driveline, but it was recommended that the patient not allow their cat to chew the cables. Additionally, it was reported that the system controller was exchanged. Related manufacturer reference number: 2916596-2021-04916.